Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 170 - 200 mg/dl. Daughter stated customer has been having high readings since she came back from mexico four months ago. Daughter is not concerned with 469 mg/dl fasting and stated her mother runs high at night. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 467 mg/dl and 451 mg/dl using truemetrix meter. The product is stored according to specification on the bedroom nightstand. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is a month and a half. The meter memory was reviewed for previous test result history: (B)(6).